Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Three samples were received for evaluation. A visual inspection was performed and the tubing was detached from the bag on one sample. The root cause is due to a lack of cyclohexanone. The two remaining samples were evaluated and pin holes were found in the silicone tubing. The manufacturing personnel were notified of the reported issue. The cyclohexanone dispensers were reviewed and operated correctly. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during the procedure, there enteral feeding pump set was leaking at the bottom prior to priming. There was no patient involvement.